Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the o2 gas module was defective. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause of the issue has not been determined.